Manufacturer narrative:
Additional emails: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: initially a contralateral side deflation.

Event description:
Physician reported "left side exchange with no complaint against the device" and later added "bilateral baker grade IV, capsular contracture; painful breast deformity." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of capsular contracture received on (B)(6), 2022, with catalog number mcghan-330cc. Analysis of the returned device identified: crease fold. Leak test and microscopic analysis was performed which identified: device no leak, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.